Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2025 by arthroscopy, sports medicine, and rehabilitation titled "primary acl repair in a selected patient cohort: a prospective single cohort study." The study reviewed one hundred sixty-one (61) patients who underwent knee procedures using arthrex swivelock to treat acl/pcl instability. Eleven (11) patients had a revision during the forty-nine (49) month follow-up period. Ref: al kindi, I., et al. (2025). "Primary acl repair in a selected patient cohort: a prospective single cohort study." J orthop 61: 127-132.